Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported getting an out of regulation (oor) message. The rep reported that contacts 8 and 14 were greater than 10,000 ohms but he wasn't using them. The rep read the following values around 500 and 600 and one at 3780. The rep was advised to remove the contact with 3780 from the programming. The rep removed the 3780 contact. The patient was still able to get the coverage needed and the oor resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the high impedance was from a prior lead that was implanted years ago. The representative stated the reason for the high impedance had not been resolved. It was mentioned that the doctor was aware of the issue and had indicated that as long as it was helping with the pain that was all that mattered. The representative noted they had programmed around the issue.